Event description:
Chronic pelvic pain, abnormal uterine bleeding, body aches, numbness, tingling, burning, severe sharp pains, hip pain, leg pain, headaches, dizziness, chronic fatigue, nausea, loss of motivation, severe anxiety, panic attacks, depression, cramps, blurred vision, passing out, metal taste, change in appetite, pain during intercourse, frequent urination, constipation, severe abdominal bloating, changes in skin as well as hair loss and also very painful menstrual cycles.